Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that on the day on the call, the patient had been seen in the clinic for in-office testing. It was noted that the ra lead thresholds had increased. The lead and ICD were reprogrammed and the battery life had increased to ten and a half years. Approximately a week later, the ra lead was repositioned.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery longevity as the longevity had decreased to less than three years since may where it was at predicted ten years longevity. It was state that the patient had a fall several months back and the right atrial (ra) lead function was affected.  The right atrial (ra) lead exhibited diminished sensing and high atrial threshold. The device and lead remain in use.  No patient complications have been reported as a result of this event.